Event description:
Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. With the pictures provided, no conclusions can be made on the condition of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the hip kit was not pulling water. After holding the intake button for 15 - 20 seconds, the product seemed to be smoking from the handle. It was a noticeable amount of smoke, but not concerning amount. No harm or injury was reported. Due diligence is in process. No adverse events were reported as a result of this malfunction.